Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction to reporting institution name, reporting address, reporting address city, reporting address postal, and reporter country. Correction to evaluation method code grid and component code grid.